Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 competitor implantable pacing lead, (B)(6) 2009; 4195 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that there was far field r-wave oversensing and undersensing on the atrial lead. The lead is still in use. No patient complications have been reported as a result of this event.